Event description:
It was reported that the spl-t handpiece was not working (handpiece controls did not work). The device was replaced with no issue. The event occurred at preparation for use. The intended procedure competed with similar device. There was no patient impact. No harm was reported due to the event.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This supplemental report is being submitted to provide legal manufacturer¿s final investigation. The device was not returned to olympus for evaluation and the customer's allegation was not confirmed. The most probable cause of the complaint is component failure, which is expected or random component failure without any design or manufacturing issue. No further escalation is required. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor the field performance of this device.

Event description:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation.